Event description:
It was reported that during a lobectomy procedure, the jaw was broken off when a scrub nurse wiped the device on the mayo stand. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the device was received with the jaws unwelded from the shaft on the two welding points. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the device prevented its functionality. No conclusion could be reached as to how the jaws got unwelded from the shaft.